Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: proximal shaft separation. Time of device issue: during procedure. Adverse event: none. It was reported that the stent could not cross the lesion located in the circumflex branch of the left coronary artery. Predilation was performed with a balloon (unk manufacturer) and as more force was applied on the xience v, the shaft of the stent delivery system broke proximally outside the anatomy into two parts. All pieces were removed from the anatomy without problems and a non-abbott stent was placed with success. No pt effects documented. No additional info was provided.